Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A nurse reported that a few knives were not sharp enough during surgeries. An alternate knife had to be obtained each time in order to continue the surgery. Patient impact information is unknown. No further information is expected.